Event description:
This report is based on information provided by philips service parts supply (sps) warehouse and has been investigated by the philips complaint handling team. A v60 power management (pm) board was returned for which the customer was given the option of part replacement or part credit. No v60 ventilator information was provided. It was reported that the pm board popped a fuse and caught fire once the device it was installed in was plugged in and turned on. The device was not in clinical use at the time of the reported issue. There was no report of harm to the patient or user. No other information was provided regarding the reported event. We are unable to confirm the final decision by the customer, or final disposition of the device. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.